Event description:
It was reported that the patient had a loss of effect at night for the last ¿couple¿ of nights. It was noted that after changing from program 2 to program 1 last night because the patient was getting up every hour, the patient¿s ¿whole body¿ was ¿shaking.¿ program 1 was at 3.7 v and the patient had pushed it up to 4.9 v, but dropped it back to 3.7 v but the patient¿s leg and whole body were shaking, especially sitting at the edge of the bed with his leg hanging over the edge. Prior to this change at night, the patient was getting up every 2.5 hours versus every hour the last few nights. It was indicated that the patient had a fall over a month ago, which required him to be in rehab for a month and had been home for two weeks now. The patient turned stimulation off for about 30-60 seconds, lowered stimulation to 2.4 v, turned stimulation on, and slowly increased until 3.6 v. The patient was not feeling the "whole body vibration or the leg vibration.¿ the patient was going to monitor his symptoms and follow up with his doctor. Additional information received reported that while in the rehab center following the patient¿s fall, the patient was on a "pee bag" and catheter until he was given permission to get up out of bed. It was indicated that the device was checked after the fall, the doctor helped the patient turn the device on, and turn up the amplitude. It was noted that it worked for a while, but now it was not working. The patient had increased stimulation again because he was going to the bathroom a lot and it caused his entire body to start shaking. The patient felt vibration in both of his legs and it felt like a chill going down his legs. It was indicated that the patient¿s symptoms stopped being controlled one week ago. The patient decreased stimulation on program 2 from 3.4 v to 2.5 v and was still shaking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A device code has been added due to the new information. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va05mpr, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient needed to turn off stimulation because he was shaking when he adjusted stimulation. The patient fell ¿about a month ago¿ on his back. The patient turned off the device ¿two hours ago this morning.¿ the patient stated that when stimulation was off he was ¿still feeling something a little.¿ the patient stated that at first therapy helped but ¿about a month ago¿ it was not helping. The patient¿s shaking began ¿about two weeks ago¿ and seemed to be getting worse.

Manufacturer narrative:
(B)(4).

Event description:
After further review, it was noted when the patient was non program 2 and the patient had to turn it down and the patient turned it down to 3.7 voltages but it 'doesn't seem like it's going down'. It was noted that the patient feel like they was weak. It was also reported that the patient could feel 'it vibrating' but if the patient was laying down they could not feel it. It was reported that the device was 'starting to go cuckoo now' after the healthcare provider checked.